Event description:
A surgeon reports that the laser stopped firing during a refractive procedure on the right eye of one pt. The laser system displayed a shutter error message and then the laser stopped firing. The laser operator had to reboot the system, and the surgeon was able to complete the procedure without further interruptions. During preparation for the pt's follow eye, the system displayed the shutter error message again. The system was rebooted, however, the message could not be cleared. Surgeries for the rest of the day were cancelled. Follow-up info from the surgeon indicated, he felt the pt was not harmed or injured by this event, however, the pt does exhibit a 'mild undercorrection' in the right eye. Add'l info provided by phone indicates a flap lift was done on the right eye to remove a filament. Three days later, the pt's latest ucva was 20/40 in the right eye. Pt rec'd steroid drops for a week due to the flap lift and filament removal. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4)